Event description:
Facial nerve weakness reported at activation.

Manufacturer narrative:
Facial nerve weakness a known complication of mastoidectomy. Envoy medical has confirmed with implanting surgeon that the issue had resolved. Device not explanted. Note: late filing of report as per discussion with (B)(6) 2012.